Manufacturer narrative:
At this time, the lead remains capped and implanted. If the lead is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically capped and abandoned due to high out of range pacing impedance values greater than 2000 ohms. It was noted that there was an inappropriate shock. A new rv lead was implanted. No additional adverse patient effects were reported.